Event description:
The customer reported that upon boot up, the system displayed an interlock error message on the mainframe. This rendered the system unusable and another system was brought in to finish the procedure. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator driver, high voltage regulator, ps2 power supply and foot switch were replaced. The system was then found to be operating as intended.